Event description:
The patient underwent implantation of a synchromed pump and catheter in 1999 for intrathecal infusion of lioresal for intractable spasticity. The pt presented with withdrawal symptoms in 2001, including hypertonia, hypertension, tachycardia, itching, rash on upper torso, vomiting, and diaphoresis. The patient underwent a dye study which showed the catheter was not intact. The pt underwent replacement of the catheter in 2001. The pump connector had a hole in it and the pump was surrounded by csf fluid. The pt then developed meningeal symptoms and had an infectious disease consult later in 2001. Csf cultures showed no growth. The pt was treated with antibiotics and explantation of the catheter 1 week after this. The pump was not explanted. The pt underwent implantation of another catheter two and a half months later and is now doing well with "itb" therapy.